Manufacturer narrative:
Concomitant medical products: baxter 2n1191; (3) mz1000-07; (3) pri tubing; td (B)(6) 2018. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the nicu, the set was noted to be leaking in the middle portion of the y-tubing where tpn and intralipid's were infusing into the purple port of the PICC line, along with dopamine, versed, and morphine. The y-site was changed. The patient's blood pressure means dropped to the mid 40s for almost 10 minutes. There was no report of lasting harm.

Event description:
The customer reported that in the nicu, the set was noted to be leaking in the middle portion of the y-tubing where tpn and intralipid were infusing into the purple port of the PICC line, along with dopamine, versed, and morphine. The y-site was changed. The patient's blood pressure mean dropped to the mid 40s for almost 10 minutes. There was no report of lasting harm. The product was received labeled as "cracked and leaking."

Manufacturer narrative:
The customer¿s report of the set leaking in the middle portion of the y-tubing was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer¿s report could not be identified.